Event description:
It was reported that the caller's daughter had a high blood glucose level. The specific blood glucose value was unknown, but it was displayed as "high." Cause was not known. The caller decided to use multiple daily injections of insulin until new sensors could be obtained the following morning, while a technical support offer was declined.